Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached and a kink in the imaging window assembly. Impedance test shows an electrical open at distal end of the catheter, between 0-10 cm from the distal housing. Based on the evidence, the as reported code of image lost can be confirmed.

Event description:
Reportable based on device analysis completed on 07 may 2024. It was reported that visualization issues occurred. The 93% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but image on the screen came out totally black. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the sheath was detached.